Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced dizziness. A warning was triggered due to a decrease in impedance on the right atrial (ra) lead with a polarity switch. There was also oversensing noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.